Manufacturer narrative:
(B)(4). Per results of investigation, carefusion service technician was able to duplicate ¿internal battery is not holding a charge". All testing performed using a good known test patient circuit as well a good known ac adapter. Bench testing reveals a solid red charge status led, due to a fully depleted battery. The ventilators internal battery voltage output reads 2.0v. The service technician installed a good known test internal battery, the charge status led turned green after few minutes of charging. Ventilator then passed battery operation test as well as power checkout with the good known test battery. Review of event trace reveals a continuous reset cycle "ln vent1 conditions" on (B)(6) 2015. Per operators manual, this is caused when operating the ventilator on the internal battery until it is fully depleted. All other event trace entries are consistent with normal ventilator operation. The service technician replaced internal battery.

Event description:
The customer reported that model lap top ventilator 1000 internal battery is not holding charge. Upon further investigation, the customer reported no patient involvement or allegation of patient harm.